Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. With guidance from technical support, a pump reset was performed and the malfunction alarm cleared. Customer may continue to use the pump.